Event description:
It was initially reported that the patient had high impedance (output status - limit, impedance - high, dcdc - 7, eri - no) and was referred to a surgeon for replacement. It is unclear if the patient was reimplanted. Good faith attempt for more information have been unsuccessful to date.

Manufacturer narrative:
.